Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up visit, upon interrogation the physician noted decrease sensing and low impedances on the right ventricular lead. No additional information available at this time. No adverse patient consequences were reported.